Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/3/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found h6 component code: c22 - photo analysis d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was received for analysis. Additionally, a photo was provided, and it showed a labeled winding former with a suture. During initial inspection of the sample, no suture breakage was observed, but the end was found to be split, likely by a surgical instrument. Damage and deformations, as well as body fluids along the strand, were also observed. This product code sxpp1a400 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture was broken when sewing in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: 1. What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.